Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the flex video scope plastic distal end cover was burnt. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. The definitive root cause of the reported issue could not be determined, it is likely that high energy endo therapy accessories such as laser and high frequency endo therapy accessories may have been used without maintaining enough distance from the tip of the endoscope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected by in the instructions for use: gif/cf/pcf-290 series operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope.¿ olympus will continue to monitor field performance for this device. Additional information added to fields h2, h3, h4 and h6.